Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported incomplete sheath splitting was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incomplete sheath splitting incidents reported for this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a lower extremity peripheral interventional procedure. Reportedly, the starclose se sheath did not split. The safety release mechanism was used to remove the device. The site was rewired and a second starclose se was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.